Event description:
New information on (B)(6) 2014 indicates the lead continued to exhibit noise. The noise was not reproducible with isometrics or pocket manipulation. The lead remained implanted. The patient would be monitored.

Event description:
It was reported that atrial lead exhibited noise, it could be reproduced by manipulating the pocket. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.